Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen on (B)(6) 2019 using the cooladvantage coolcore contour applicator. The patient developed paradoxical hyperplasia (pah/ph) 4 months after treatment. The patient was diagnosed with pah in the lower abdomen on (B)(6) 2019. The pah was described as "firm roll of fat lower abdomen at site of previous coolsculpting."

Manufacturer narrative:
Corrected data d1 - brand name

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen on (B)(6) 2019 using the cooladvantage coolcore contour applicator. The patient developed paradoxical hyperplasia (pah/ph) 4 months after treatment. The patient was diagnosed with pah in the lower abdomen on (B)(6) 2019. The pah was described as ¿firm roll of fat lower abdomen at site of previous coolsculpting.¿